Event description:
The manufacturer received information in relation to a ds2adv auto CPAP unit. The pcba was burned with display contaminated and missing air filter. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.